Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, after the left ventricular (lv) lead was inserted, the guidewire became stuck inside the lead. The lv lead was removed and a new lv lead was placed. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the stylet/guidewire was kinked/buckled. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation had foreign material. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted a guidewire stuck in the lead. There is blood in the distal end of the lead which is considered normal for this model of lead. There is green material from the guidewire in the lead. The guidewire test was unable to be performed due to a guidewire stuck in the lead. The guidewire was kinked/buckled at the distal tip of the lead. If information is provided in the future, a supplemental report will be issued.